Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has a burn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the high-frequency treatment device was used without leaving a sufficient distance from the tip. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colono-videoscope instrument channel outlet was burned. The issue was found during a therapeutic endoscopic mucosal resection and it was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.